Manufacturer narrative:
The biomedical engineer reported that the monitor on the central nurse's station (cns) went out and was no longer displaying an image on the screen. He stated that the nurse told him that half of the monitor screen had horizontal lines going through it, then they went away but not long after that the whole screen went black. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the monitor on the central nurse's station (cns) went out and was no longer displaying an image on the screen. He stated that the nurse told him that half of the monitor screen had horizontal lines going through it, then they went away but not long after that the whole screen went black.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated the cns device was experiencing display issue - blank screen. Customer biomed relayed the message the nurses stating that the screen had horizontal lines going through it, then went away, and shorter after the screen went blank. Device was not sent to nka for evaluation. Nk tech support made attempts to follow up on with customer but received no responses. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on (B)(6) 2013. Service history shows device does not have a history of display issues. Due to limited information available, the root cause of the screen failure could not be determined.

Event description:
The biomedical engineer reported that the monitor on the central nurse's station (cns) went out and was no longer displaying an image on the screen. He stated that the nurse told him that half of the monitor screen had horizontal lines going through it, then they went away but not long after that the whole screen went black.